Event description:
It was reported by the customer that a pyxis medstation 4000 had a communication issue. The customer stated that all medication not crossing over. Customer performed reboot but the issue was persistent. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had communication. The technical support specialist dialed in and found the medication ids provided by customer. The customer confirmed that the issue machines are working well. The system functioned as intended after the technical support specialist troubleshot the device.